Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted e3: occupation: lead cath lab rn the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr-band large was applied to left wrist of patient after diagnostic left heart catheterization (lhc). Approximately 14-16cc's of air remained in the band prior to the patient being sent off to recovery. All patients receive 5000 units of heparin and follow two-hour removal protocol in recovery. After approximately 1 to 1.5 hours, recovery nurse noticed the formation of a local hematoma. They then followed hospital protocol for hematomas and patient recovered with no issues. The blood loss was less than 250cc's. Additional information was received on 27nov2023: the hematoma was treated with manual pressure. There did not appear to be any damage to the tr band prior to use. They could not determine if the air leak was indeed the cause of the hematoma.